Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Review of device data confirmed the power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component, device replacement was recommended. The shock impedance measurements were observed to have increased to 125 ohms, however no values were reported to be out of range. A revision procedure has been planned, however the s-ICD remains in service at this time. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.